Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket on the trocar tore. The procedure was completed with another 511s. There was no consequence to the pt.